Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed the returned implants are broken. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that four meniscal cinch devices were used for a procedure. Two of the devices had the suture break prematurely and the knot could not be completely reduced. The other two devices were unable to be cinched down completely, leaving the meniscus unsecured. The devices were removed from the patient. A fifth meniscal cinch was opened and used to continue and complete the procedure. Follow-up investigation: first cinch had an anchor that didn't deploy and the wing on the anchor broke. The broken anchor and suture was retrieved, however the deployed anchor was left in place. The part of the suture and anchor that was removed was thrown away. One cinch will be returned, the others were discarded by the facility.